Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 170 dialyzer. Blood leak occurred approximately 30 minutes into treatment and was noted by a blood leak alarm. Per hcp, blood leak could not be seen visually and was not confirmed with positive hemastix. Blood was returned to the pt with no reported blood loss. Treatment was resumed on a different dialysis machine with new disposables and completed without further incident. No pt injury or medical intervention was reported per hcp.